Manufacturer narrative:
One pump was received for evaluation. Visual inspection found the bottom case was cracked. Review of the device event log showed a depleted battery alarm. The lmd on the battery was 36. The battery was observed to be over 5 years old. The battery and top and bottom cases were replaced. The device functioned as intended. The device history record was not reviewed as the event cannot be attributed to manufacturing but normal wear. Operator of device is unknown. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a battery failure error. No patient injury was reported.